Event description:
It was reported that the device was explanted due to noise and inappropriate shock.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of noise was confirmed via review of stored electrograms. The device was tested on the bench and using automated test equipment and was found to be normal. The cause of the noise remains undetermined.